Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, both sonnet 2 battery pack cover's safety locks broke. The safety locks fell out in mid (B)(6) 2023. It is unknown if the covers were in a locked position when the event occurred. No injuries were sustained.